Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube, inflation lumen, and guidewire lumen. Microscopic examination revealed longitudinal tear in the balloon 12mm from the tip and approximately 4.5mm long. The exit notch is damaged. There is contrast present in the inflation lumen and balloon. There is blood present in the guidewire lumen and the balloon is loosely folded. There is no indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.